Event description:
It was reported that the patient presented to clinic in af and the physician wanted to cardiovert the patient out of the rhythm. The device appeared to successfully charge to the requested voltage, but the physician believed the charge time was unacceptable. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.